Event description:
A pt of mine with retroperitoneal fibrosis causing bilateral ureteral obstructions underwent placement of 2 cook medical's resonance metallic ureteral stents. Three months later when I went back to change the stents, a routine procedure, as the stents have to be changed at least yearly, and this pt complained that the stents hurt her more than the polyurethane stents that she had had in place before. I had trouble removing the right stent. When I finally got it to come out by pulling harder than I like to do with a device within the ureter, to my surprise, the stent had partially come apart and a long wire loop was projecting out of the side of the stent. I immediately placed a new polyurethane stent up the pt's right ureter and no apparent damage was done, but this could have sliced the pt's ureter and could have led to a real mess. (B)(6), our urology head nurse, took pictures of the stent. I have a copy in my office, and wrote cook medical about the problem. She received a nice letter from the company, but as far as I'm concerned, these stents should be recalled until the cause of the plb. Can be fixed. So far I've received no recall notice from the company. (B)(6). Diagnosis or reason for use: bilateral ureteral obstruction.